Manufacturer narrative:
A2) patient age - average patient age: 74 a3a) patient sex - sex of majority of patients involved: 43 male, 13 female a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion) and thrombus are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 31dec2022) ¿relationship between attenuated plaque identified by intravascular ultrasound and thrombus formation after excimer laser coronary angioplasty¿. The study retrospectively reviewed patients who underwent pci with elca. A total of 120 consecutive lesions in 115 patients were enrolled in the study; however, excluded lesions without ivus before or after elca (n=54 lesions) and lesions with thrombus before elca (n = 8 lesions). Ivus imaging was analyzed in the remaining 58 lesions in 56 patients. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 3 transient no-reflow and 14 patients experienced thrombus. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 31dec2022 has been used, the date of publication. Nakano, t et al_2022_relationship between attenuated plaque identified by intravascular ultrasound and thrombus formation after excimer laser coronary angioplasty. Cardiovascular revascularization medicine 49 (2023) 15¿21. Https://doi.org/10.1016/j.carrev.2022.12.010 this report captures the no-reflow and thrombus that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.